Manufacturer narrative:
On 21-oct-2020 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Almost choked, gagged [retching], brush broke in multiple pieces [device breakage], product counterfeit [product counterfeit]. Consumer contacted via e-mail and stated that the brush broke in multiple pieces in his mouth, and he almost choked on a small metal pin. No serious injury was reported. Follow-up: another brush broke in the consumer's mouth.

Event description:
Almost choked [choking sensation]. Gagged [retching]. Brush broke in multiple pieces [device breakage]. Case description: consumer contacted via e-mail and stated that the brush broke in multiple pieces in his mouth, and he almost choked on a small metal pin. No serious injury was reported. Follow-up: another brush broke in the consumer's mouth.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Manufacturer narrative:
The reporter informed the company that the product has been discarded.

Event description:
Almost choked [choking sensation]. Brush broke in multiple pieces [device breakage]. Case description: consumer contacted via e-mail and stated that the brush broke in multiple pieces in his mouth, and he almost choked on a small metal pin. No serious injury was reported.